Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The proximal conductor was fractured. The distal conductor was distorted. The defib conductor was distorted and was cut. The outer tubing overlay had blood/body fluid, was melted, and had cosmetic environmental stress cracking. The inner insulation was kinked/buckled. The outer tubing had environmental stress cracking breach/breach (non-electrical). The outer insulation was torn, was breached cut, and had cosmetic depression. The lead was stretched.

Event description:
It was reported that there was a possible lead issue with the right ventricular lead. The lead was explanted and was replaced with a new lead. No patient complications have been reported as a result of this event.